Event description:
A physician reported following the implantation of the intraocular lens the patient had experienced glistenings. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined for the reported event. This file was created from statement made on a market research form: "ophthalmologist mentioned a problem with glistening in lens used for cataract surgery and now no longer uses them. This was several years ago". Not enough information was provided by the reporter for further investigation. The manufacturer internal reference number is: (B)(4).